Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a no delivery alarm during a bolus. The customer attempted another bolus and received the alarm again. The blood glucose reading was 130 mg/dl. With a 5 unit fixed prime, the insulin did exit and the insulin pump alarmed again. Insulin did exit with a manual push. However, during this troubleshooting, she could not exit the rewind loop. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm or prime anomaly noted. The insulin pump was received with cracked display window, cracked case at the display window corners and cracked reservoir tube lip.